Event description:
Child presented to ER with headaches for last few days. Shunt series revealed a disconnection at the snap site.

Manufacturer narrative:
Device 1: the evaluation included a visual examination and testing for engagement ans shear disengagment force. The integral snap top of the shunt assembly was slightly damaged with some denting of the polypropylene ring. When tested, the assembled products met medtronic ps medical specifications for engagement and shear disengagement force. The mfg records for the products were reviewed and no anomalies were noted. Device 2: the evaluation included a visual examination and testing for engagement and shear disengagement force. The top edge of the snap on the ventricular catheter was slightly damaged with some denting of the plastic. When tested, the assembled product met medtronic ps medical specifications for engagement and shear disengagement force. The mfg records for the products were reviewed and no anomalies were noted.